Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller reports the patient's device has not worked for 18 months and they are going to take it out and put a new one in. Caller reports patient no longer has their handset, card, or any of their external equipment. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.